Event description:
It was reported that the pt underwent a surgical procedure to treat stress urinary incontinence and dyspareunia on (B)(6) 2003 and a sling was implanted. The pt experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional info has been provided.

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
Additional narrative: it was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, and dyspareunia. It was reported that the patient underwent vaginal sling revision, urethrolysis, partial vaginectomy, and cystoscopy on (B)(6) 2014 due to mesh complication, pelvic pain, recurrent uti, voiding dysfunction, urinary urgency, incontinence, and dyspareunia.

Manufacturer narrative:
The initial medwatch and supplemental medwatch reports were sent to the FDA via usps. This supplemental medwatch report is being submitted electronically.

Event description:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted concurrently with a total vaginal hysterectomy and cystoscopy. No additional information was provided.